Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient caregiver reported fluid leaked from the patient line during treatment. Fluid was discovered during fill 4 of 4. The patient line tubing "ripped" off. In a follow-up, the caregiver explained that during fill 4 fluid was seen dripping from the patient line tube and it was discovered that the tube seemed to have split open allowing a fluid leak to occur. There was no harm, intervention or adverse event due to the leak. The caregiver has part of the tubing that split and will return it. The patient is using the same cycler with no further issues.

Event description:
A peritoneal dialysis (pd) patient caregiver reported fluid leaked from the patient line during treatment. Fluid was discovered during fill 4 of 4. The patient line tubing "ripped" off. In a follow-up, the caregiver explained that during fill 4 fluid was seen dripping from the patient line tube and it was discovered that the tube seemed to have split open allowing a fluid leak to occur. There was no harm, intervention or adverse event due to the leak. The caregiver has part of the tubing that split and will return it. The patient is using the same cycler with no further issues.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.